Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly. No blank display or unexpected vibrate anomaly noted. The insulin pump had constant motor error during rewind due to corroded motorhome switch. The insulin pump had moisture damage on electronic assembly. The insulin pump had a cracked case at display window corner, minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 125 mg/dl. The insulin pump will be replaced. Nothing further reported.